Event description:
The home pt (hp) reported feeling full, as if they overfilled, while using the homechoice cycler for apd therapy. The hp reported feeling as if the cylcer was not draining but filling them and discontinued therapy with cycler. According to the hp, they performed a manual drain, however, they did not note the volume of fluid drained. The hp relates that it was greater than their programmed fill volume but they cannot say to what degree. The hp states that there was no pt injury or medical intervention.